Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The product was visually inspected under magnification to confirm failure. Under magnification the screw batch number was identified as 488522. The returned screw measured at 16.18mm of the total 26mm. It could not be determined if the screw broke during removal or insertion. The fracture pattern on the screw showed signs of shear force break consistent with the screw being rotated with enough torque to be broken; however, based on the information received and due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during the procedure, when the doctor was placing the olecranon plate, they used a 2.7 x 26mm non-locking hexalobe screw to fix the plate. The surgeon requested an x-ray image to observe the placement, and he realized that it was too long for the patient. The surgeon decided to remove the plate and replace with a smaller plate. Once outside the patient, the medical team realized the tip of the screw was missing. Another x-ray image was taken to confirm if the missing fragment had remained inside the patient. The procedure was completed; however, the procedure was delayed by an hour. This report is related to report number 3025141-2022-00341 which is for the plate involved in this event.